Event description:
Patient did not respond to embolization [device malfunction] , . Case narrative:this is a literature report from the surgery, 1976, 79 (4); 421-424 entitled "gastric infarction after therapeutic embolization". This reporter reported similar events for 3 patients. This is 2nd of 3 reports. A patient of unspecified age, ethnicity, and gender started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date at an unspecified dose or an unspecified indication. Medical history included embolization from an unknown date and unknown if ongoing. Concomitant medications were not reported. The patient did not respond to embolization on an unspecified date. The action taken in response to the event for absorbable gelatin and the outcome of the events was unknown. Comment: based on the information available, lack of efficacy of product in unapproved indication, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.

Event description:
Patient did not respond to embolization [device malfunction]. Case description: this is a literature report from the surgery, 1976, 79 (4); 421-424 entitled "gastric infarction after therapeutic embolization". This reporter reported similar events for 3 patients. This is 2nd of 3 reports. A patient of unspecified age, ethnicity, and gender started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date at an unspecified dose or an unspecified indication. Medical history included embolization from an unknown date and unknown if ongoing. Concomitant medications were not reported. The patient did not respond to embolization on an unspecified date. The action taken in response to the event for absorbable gelatin and the outcome of the events was unknown. Comment: based on the information available, lack of efficacy of product in unapproved indication, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.

Manufacturer narrative:
Attachment: [1810189-20180417140033_lit.pdf].

Event description:
Event verbatim [preferred term] patient did not respond to embolization [device malfunction] , . Case narrative:this is a literature report from the surgery, 1976, 79 (4); 421-424 entitled "gastric infarction after therapeutic embolization". This reporter reported similar events for 3 patients. This is 2nd of 3 reports. A patient of unspecified age, ethnicity, and gender started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date at an unspecified dose or an unspecified indication. Medical history included embolization from an unknown date and unknown if ongoing. Concomitant medications were not reported. The patient did not respond to embolization on an unspecified date. The action taken in response to the event for absorbable gelatin and the outcome of the events was unknown. Follow up (27apr2018): this is a follow-up spontaneous report from product quality complaint group. This information included that: UDI : (B)(4). The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. As the reported defect is a product malfunction the complaint has been escalated to pfizer safety for evaluation of regulatory reportability. Further action by is not required. No follow up attempts are needed. No further information is expected., comment: based on the information available, lack of efficacy of product in unapproved indication, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.